Event description:
It has been reported to philips that the allura xper fd20 system could not fluoroscopy. The system was in clinical use at the time of the event. No harm has been reported. Philips has started an investigation of the complaint. A philips technician was consulted and it was suggested that a detector calibration be performed as a resolution.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the fluoroscopy was not possible due to detector error. Upon functional testing, the fse observed that there was distorted image on the screen when making the xray and determined that the reported problem was due to defective detector. As a part of repair activity, the fse replaced the detector and did the re-calibrations. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.